Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were on reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.